Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with ciprofloxacin (50 mg, intraperitoneal (ip) per bag for 2 days) which was followed by ciprofloxacin (190 mg, intravenous (IV), for one day), amikacin (30 mg ip per bag for 19 days), vancomycin (125 mg ip per bag 5 litters and 190 mg IV for one day). Seven days after the event onset, the patient was discharged from the hospital and was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.